Manufacturer narrative:
Evaluation summary: it was caused due to the chemical damage on the screw. It was non-repair item so that it was replaced with new one. This report is being files as part of the pentax backlog management plan.

Event description:
This event occured before use. There was no report of patient harm. The of-g11's clamping ring delivered in december 2020 no longer screws properly on the endoscopes. The reason seems to be a reduction of the threading thickness due to soluscope 4 chemicals used for reprocessing.